Event description:
Customer reported that the lifepak 12 device turned off several times and failed to remain powered on to treat a pt. Emergency services were dispatched to a home where an (B) (6) infant was cold, unresponsive, pulseless and not breathing. The infant down time is unk. Local volunteer firefighters arrived first on the scene and used a lifepak 500 AED to treat pt. The lifepak 500 analyzed pt's rhythm and reached a "no shock advised" decision. First responders performed CPR until the ems crew arrived with a lifepak 12 device. Ems connected the device to the pt and powered the device on. It was reported that the device shut down almost immediately and users turned the device on approximately three to four times before it remained on to treat pt. Ems observed that the pt had an asystole rhythm and did not deliver defibrillation shock. The pt was not revived. Further details from customer found that the infant was a premature baby that was recently released from neonatal intensive critical unit.

Manufacturer narrative:
(B) (4). A clinical review of the reported event by physio-control determined that the device use did not contribute to pt outcome since the event record pt rhythm showed as asystole and also the first responders AED arrived at "no shock advised" decision. Additionally, the pt down time is unk and ems did not attempt to defibrillate pt as evidenced by the record. Physio further reviewed the event record and observed that the device alerted "low battery" twice and powered on/off at the beginning of the code but was later used for approx 43 minutes. Customer alleged that users checked the batteries after the event and it had "four bars" (full charge); however, the event record showed that the device was in use (approx 43 minutes) and the batteries would have been depleted by one or two bars. Physio received the device, without the batteries that were used during the event, for analysis, the failure analysis ctr investigator was unable to duplicate the reported failure. Physio confirmed proper device operation through functional and performance testing before returning the device to customer for use. The root cause of the reported failure is unk.